Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 3 of 5. The home patient (hp) stated that there are two unused lines in the organizer and both clamps are opened. The technical services representative (tsr) informed the hp that the clamps should be closed if not being used. The hp stated they will not restart therapy tonight. The tsr assisted the hp to end therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.